Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was alleged the pump was not delivering any basal or bolus insulin. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-aug-2018 with the following findings: the pump's black box showed an unexplained pump reboot event on (B)(6) 2018 and deliveries resumed on (B)(6) 2018. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump investigation could not be completed due to an unrelated malfunction.